Event description:
It was reported that the patient was experiencing low flows while laying flat and syncopal events while standing up. There was concern for a kink of the outflow graft as seen on computed tomography (CT). The patient was thought to be too deconditioned for intervention at the time

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft kink can be confirmed based on the submitted computed tomography (CT) scan. The reported low flow alarms were also confirmed based on the evaluation of the submitted log files. Review of the submitted log files revealed numerous low flow alarms. No other unusual events or alarms were captured, and the pump appeared to be functioning as intended at the fixed speed. It was also reported that the patient¿s system controllers were updated on (B)(6) 2024. This upgrade adjusts the patient¿s low flow threshold to 2.0 lpm. The patient and the clinical staff were given copies of the low flow alarm guidelines. The alarms reportedly resolved. The patient remains ongoing on heartmate 3 lvas, serial number mlp-(B)(6). No further events have been reported. The relevant sections of the device history records for mlp-(B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The outflow graft kink was repaired on (B)(6) 2024.